Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinusitis, eye irritation and cough. The patient did report to receive medical intervention and was prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.